Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system medication application didn't automatically launch. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to start the shutdown timer. The technical support specialist attempted to troubleshoot the pyxis device after multiple errors, including a failed shutdown timer and command failure on battery backup; the machine initially displayed a blue screen and did not auto-launch the application. A field service engineer stated that the customer had said the issue was with a tower door, but customer had been able to resolve it on their own. Case was closed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had error stated custom battery power failure manager and failed to start shutdown timer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.